Event description:
It was reported that the customer was hospitalized do to high blood glucose. Prior to hospitalization the customer received a "no delivery alarm". Troubleshooting was performed, and the outcome showed the escape button was not functioning properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.